Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was getting the poor communication screen on their programmer with and without the antenna attached, which started the day before the report. They noted that it would not sync at all. The next day, it was reported that the patient programmer (pp) was replaced, but they were still experiencing poor communication with, and without, the antenna. No symptoms or further complications were reported.